Event description:
The hudband stated that when the customer went to sleep her glucose level was 137. However, during night her sugar level dropped to 0. The paramedics were called and treated her. Later bg's dropped down again to 30. It was also reported that the customer was hospitalized due to low blood sugar. Troubleshooting was performed. The husband stated that the customer was no disconnected during rewind and prime. Explain the importance of disconnecting during rewind and prime. Explain the impotance of disconnecting during rewind and prime.